Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
The instructions for use for the gore® excluder® iliac branch endoprostheses, instructs: use fluoroscopic visualization for all guidewire, sheath and device catheter manipulations.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for bi-lateral common iliac artery aneurysms and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. The right internal iliac artery (rcia) was coil embolized prior to implant. The iliac branch component (ibc) was advanced within the left common iliac artery (lcia) and deployed. Imaging at this time determined the ibc component was deployed too low with the gate of the ceb231010a/(B)(4) covering the left internal iliac artery (liia). Attempts to maneuver the device up proximally were made but it was stuck. It was reported that no imaging had been performed to confirm the level of the liia before deploying the device. The rest of the procedure was completed without incident. The patient tolerated the procedure. On june 24, 2020, the gore field sales associate was made aware that the patient had expired two days post operatively. The cause of death was renal failure and mesenteral ischemia.